Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: vedr01 implantable pulse generator (B)(6) 2012; 5076-58 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead measured high impedance in unipolar and bipolar configuration. The thresholds were fluctuated. There was evidence of noise, oversensing, and mode switch. The ra lead remains in use with continued patient follow-up. No patient complications have been reported as a result of this event.